Event description:
During the primary knee surgery and while the surgeon was disengaging the tibial fin punch, the 5mm trial offset with locking system broke. All broken fragments were recovered and there was no delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 june 2025 (B)(4) items manufactured and released on 09-jun-2023. No anomalies found related to the problem. To date, 1 similar event has been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager. From the analysis of the images of the complaint, the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A modification request has been opened and managed to improve the locking system between the two components of the trial offset. Additional improvement have been done on the design and production process in order to obtain the antirotational feature monoblock with the main body instead of two different components.

Manufacturer narrative:
Additional information on the device availability: on 9 september 2025, the branch informed us that the device is no longer available.